Manufacturer narrative:
Investigation summary: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. Complaint history was reviewed and there were no previous similar complaints against involved lot. The lhr was reviewed and the lot numbers in the complaint passed qc release. Technical support reviewed customer data and did not find any indications of cartridge mechanical issue. There were no error codes or warnings for the suspected cue negative result. Root cause was undetermined.

Event description:
Customer reported a suspected false negative result using a cue covid-19 test for home and over the counter (otc) use on a family member on (B)(6) 2022. Customer did a follow up test on the same day with another cue covid-19 test for home and over the counter (otc) use on the same family member who received a positive result. The patient was symptomatic and consulted with a physician. That patient receive a positive covid-19 test results from a pcr test and an antigen test.